Event description:
It was reported that during preparation for an unspecified treatment procedure it was noted that the customer felt the f/g .018 platinum nitinol g/w single guide wire was packaged incorrectly. The technician pulled the device and saw that the "hard" end of the wire was coming out first versus the floppy end. Physician noticed this right away and was able to complete the procedure successfully with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)